Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Osteolysis noted on x-ray. The left knee was revised, scratches were noted on femur.